Manufacturer narrative:
Correction to h6(method code).

Event description:
It was reported that the threads of the nail, which attach to the outrigger jig, stripped while backing out the nail. This resulted in a 30-minute surgical delay, though no adverse consequences were reported for the patient. To complete the procedure, a sterilized removal tool was used to extract the nail, and the implant was downsized to a 250mm valor nail. The affected implant is available for manufacturer evaluation.

Event description:
It was reported that the threads of the nail, which attach to the outrigger jig, stripped while backing out the nail. This resulted in a 30-minute surgical delay, though no adverse consequences were reported for the patient. To complete the procedure, a sterilized removal tool was used to extract the nail, and the implant was downsized to a 250 mm valor nail. The affected implant is available for manufacturer evaluation.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.